Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 50867669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Concomitant products included arginine;choline bitartrate; cinnamomum verum bark; gamma-aminobutyric acid;histidine; levoglutamide; oxitriptan; protein hydrolysate; serine; theobroma cacao; vitis vinifera seed (theramine) from 2014 to 2016, hydrocodone bitartrate;paracetamol (norco) from 2014 to 2016 and sertraline since 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2014 (unilateral salpingectomy- right fallopian, unk date- surgical removal of left coil). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and dyspareunia was resolving. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: current weight 125 lbs. Approximate weight at the time of essure placement 99 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: the essure devices appear to be in the region of the proximal aspect of the fallopian tubes bilaterally. The proximal end on the left side barely extends into the uterine cavity. The proximal end on the right side appears to be in the area of the tube ostia/proximal fallopian tube. The mid to distal ends of the fallopian tube occlusion devices are not well visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: mr received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 50867669-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Concomitant products included arginine;choline bitartrate;cinnamomum verum bark;gamma-aminobutyric acid;histidine;levoglutamide;oxitriptan;protein hydrolysate;serine;theobroma cacao;vitis vinifera seed (theramine) from 2014 to 2016, hydrocodone bitartrate;paracetamol (norco) from 2014 to 2016 and sertraline since 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2014 (unilateral salpingectomy- right fallopian, unk date- surgical removal of left coil). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and dyspareunia was resolving. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: current weight 125 lbs. Approximate weight at the time of essure placement 99 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: the essure devices appear to be in the region of the proximal aspect of the fallopian tubes bilaterally. The proximal end on the left side barely extends into the uterine cavity. The proximal end on the right side appears to be in the area of the tube ostia/proximal fallopian tube. The mid to distal ends of the fallopian tube occlusion devices are not well visualized. The lot number reported (50867669) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Concomitant products included arginine; choline bitartrate;cinnamomum verum bark; gamma-aminobutyric acid; histidine; levoglutamide;oxitriptan; protein hydrolysate; serine; theobroma cacao; vitis vinifera seed (theramine) from 2014 to 2016, hydrocodone bitartrate; paracetamol (norco) from 2014 to 2016 and sertraline since 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2014 (unilateral salpingectomy- right fallopian, unk date- surgical removal of left coil). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and dyspareunia was resolving. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: current weight (B)(6). Approximate weight at the time of essure placement 99 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as pelvic pain female, abnormal bleeding (general), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), and she did not undergo an essure confirmation test. Patient date of birth, reporter and concomitant drug was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.